Event description:
Twinfix 5.0 ab anchor broke two weeks after implantation. It was stated the anchor did not break when it was originally placed. The anchor broke about three months after the surgery. Patient felt pain in physical therapy, as a result was operated on, and the anchor was removed with a grasper. It was confirmed that another anchor was placed to replace the broken one.

Manufacturer narrative:
Only the eyelet portion of the anchor was returned for evaluation. The break occurred between the two suture eyelets, and is uneven in nature. No conclusion could be made.